Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm lgx ipp device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.